Manufacturer narrative:
The pump was received with motor error alarm during basic occlusion test and compromised force sensor system alarm during the prime test due to moisture damage inside the force sensor resistor. High stop current was due to moisture damage on the electronics. Moisture damage was noted on the motor. The self-test, unexpected restart error test, occlusion test and excessive no delivery test were due to motor error alarm. The pump had cracked battery tube threads, broken reservoir tube lip, severely scratched display window and cracked vase at the display window corners.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to fluid. The customer's blood glucose level at the time of incident was 131mg/dl. The customer states the pump is vibrating without an alarm alert. The customer was advised the pump would be replaced and returned for analysis.